Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip twisted in the applier upon firing. The clip remained in the applier when the handle was fired. A new device was used to complete the procedure. No other details of the event provided. There was no patient impact reported.

Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the er320 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected eight clips. Finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.